Event description:
A ventilator was returned to a third party service ctr for eval. The device was not in patient use.

Manufacturer narrative:
During eval of the device at the third party service ctr, the ventilator was exhibiting low pressure. The tech found the inlet air path foam of the inlet air path assembly was blocking the inlet of the blower motor. The foam was prohibiting the proper air flow to the inlet of the blower's motor, causing the reported issue. The device's inlet air path foam was reattached to address the issue.